Event description:
It was reported that the patient received 12 inappropriate shocks due to noise, and almost fell. It was suspected that the lead had dislodged when the patient almost fell, as the r-wave sensing was very low. The lead will be repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.